Event description:
It was reported that during an unk procedure, clips would not advance. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Damaged anti-backup. Eval summary: the analysis results found that the instrument was rec'd in good visual condition. During functional testing, the clips could not be fed into the jaws. The instrument was disassembled and found the anti-backup lever was worn out. A potential cause of the anti-backup found damage is upon partially cycling the trigger -thus activating the antiback-up feature-, the handles are returned to the open position, failing to complete the designed firing sequence. As per the instructions for use, the instrument should be fully squeezed in order to properly advance the clips into the jaws and ensure the proper function of the instrument as follows: "fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. Upon each clip application, fully squeeze the handles of the instrument until they come to a stop." Additionally, the instrument is 100% functionally inspected during mfg process. A batch record review was performed and no anomalies were found during the mfg process.